Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
When the filter was released, it reached the established position, and the anchor foot of the filter did not deploy, resulting in failure to fix it in the inferior vena cava, resulting in failure of the operation. Therefore, the operator used a snare to remove the undeployed filter and performed the remaining procedures.